Event description:
A physician notified that a patient developed peritonitis after using the home choice machine. A lead had occurred while using the home choice cycler two days prior to the patient's diagnosis. The patient's spouse had connected the patient to the cycler in the evening. The next morning, the home choice machine alarmed low fill volume and a leak was discovered. There was a puddle on the floor and the solution bag was empty. The patient disconnected at the time and discarded the cassette and the pd solution bag. The patient was hospitalized for the treatment of the peritonitis. Per the report, four different germs were isolated in the pd sample culture. The patient was treated with antibiotics and hs pd catheter was removed. Patient is currently on hemodialysis. No further information.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. No further measures will be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor the product line and take corrective / preventative action as appropriate.